Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent implantation procedure performed on (B)(6) 2017. On (B)(6) 2017, a stent removal procedure was performed due to the patient having pain in the kidney. The stent was not able to drain, and was noted to be encrusted making it difficult to remove. The stent was completely removed using forceps, and the event was resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.